Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, a ventilator generated an alarm indicating a loss of communication. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.